Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 100 (mg/dl). No additional patient or event information was available.

Manufacturer narrative:
On 23 december 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined the pump battery depleted quickly and the customer received multiple power source alerts due to the usb cable. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.